Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of procedural pain ('insertion of the 1st implant, the procedure lasted 3 hours without anaesthesia, caused me great suffering') in a (B)(6) female patient who had essure (batch no. 623459 / 624301) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criterion medically significant), headache ("headaches"), premature menopause ("early menopause"), arthralgia ("joint pain"), mood swings ("mood swings"), fatigue ("constant fatigue") and depression ("I have become depressed") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("gained 20 kg"). Essure treatment was not changed. At the time of the report, the procedural pain, headache, premature menopause, arthralgia, mood swings, fatigue, the last episode of weight increased and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, fatigue, headache, mood swings, premature menopause, procedural pain, the first episode of weight increased and the second episode of weight increased with essure. The reporter commented: insertion information: during the insertion of the 1st implant, the procedure lasted 3 hours without anaesthesia on the left tube, which caused me great suffering. The 2nd implant was inserted on (B)(6) 2008 under general anaesthesia, 4 months after insertion of the 1st implant menopausal at age of 48. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-mar-2022. The most recent information was received on 06-apr-2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of procedural pain ('insertion of the 1st implant, the procedure lasted 3 hours without anaesthesia, caused me great suffering') in a 40-year-old female patient who had essure (batch no. 623459 / 624301) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criterion medically significant), headache ("headaches"), premature menopause ("early menopause"), arthralgia ("joint pain"), mood swings ("mood swings"), fatigue ("constant fatigue") and depression ("I have become depressed") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("gained 20 kg"). Essure treatment was not changed. At the time of the report, the procedural pain, headache, premature menopause, arthralgia, mood swings, fatigue, the last episode of weight increased and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, fatigue, headache, mood swings, premature menopause, procedural pain, the first episode of weight increased and the second episode of weight increased with essure. The reporter commented: insertion information: during the insertion of the 1st implant, the procedure lasted 3 hours without anaesthesia on the left tube, which caused me great suffering. The 2nd implant was inserted on (B)(6) 2008 under general anaesthesia, 4 months after insertion of the 1st implant menopausal at age of 48. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Lot number:623459. Manufacture date: 2007-02. Expiration date: 2009-01. Lot number:624301. Manufacture date: 2007-04. Expiration date: 2009-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.